Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A photo was received for evaluation. Review of the photo confirmed the reported event. A review of the manufacturing process was performed. No discrepancies were detected during visual inspection. Production performs 100% visual inspection to assure that the bases are free of damage such as bent needle. No discrepancies were found during the inspection test. The most probable root cause is that the product became damaged after it left the facility. All mitigations on placed were verified and it was confirmed that it has been executing according, therefore no corrective actions could be implemented, this failure will continue to be monitor in this product for threshold or escalation. Production personnel was notified by the quality engineer as awareness of the defect reported by the customer. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.

Event description:
It was reported that the infusion needle was crooked when inserted and fell off when pulled out. No patient injury was reported.